Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the mini trek balloon, the proximal shaft separated. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter found blood visible in the guide wire lumen and on the shaft and balloon. There was contrast in the inflation lumen and in the loosely folded balloon. This is consistent with handling, preparation and the catheter advanced over a guide wire. The hypotube shaft was not separated as reported. There was a bend in the hypotube shaft 53 cm distal to the strain relief tubing which was what was likely perceived by the account as the shaft breaking. A bend can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. To help ensure this damage is not the result of the manufacturing process, all balloon catheters are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. In this case, there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the hypotube was bent during handling. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot> in summary, based on this investigation, there is no indication of a product quality deficiency.